Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the rep was in an implant case and they opened battery and handed it to the medical tech. At that point, they lost communication and tried to reconnect and that is when he got the validation error and subsequent 'system error 0x17acabdc'. The rep states he tried reconnecting at least 5 times with the same issue. The rep noted they had not planned on turning on stim until follow up appointment. Log files were captured. The pt was scheduled for a follow up appointment on (B)(6) 2020. The device is planned to be interrogated with a lab programmer at that time. No symptoms or further complications were reported.